Event description:
It was reported that there was high lead impedance of 2968 ohms, threshold increase, loss of capture, inappropriate therapy, and a coil fracture. The lead was explanted. No further patient complications have been reported as a result of this event.